Event description:
It was reported that following a coronary drug eluting stenting treating procedure, the patient expired. The index procedure treated the 90% stenosed 2.75x20mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of predilation with an unspecified 2.5x15mm balloon and the placement of a 2.50x20mm taxus express2 study stent. Post dilation was performed with an unspecified 2.75x15mm balloon resulting in 25% residual stenosis and timi 3 flow. The patient was discharged on bayaspirin, pletaal, plavix and (lowmorin used for dialysis). The patient developed moderate cholecystitis the next day and a percutaneous transhepatic gallbladder drainage was performed on day 3. In 2008, the patient discharged blood due to ulceration of the rectum. Esophagogastroduodenoscopy (lower alimentary tract) was performed. Cause of the ulceration of the rectum per the physician was the context of end stage renal failure, dialysis and undernutrition. Two days later, the patient bled again and entered ICU. The following year, the patient developed sapraemia caused by "ivh" catheter or cholecystitis. Antibiotic treatment would not improve the patient's condition. Plavix and lowmorin were temporarily canceled due to the ulceration of the rectum. The patient died in the same month. The causes of death was listed as "hemorrhagic shock caused by ulceration of rectum or sapraemia caused by cholecystitis".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.